Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure occur during irrigation/aspiration mode of cataract surgery (with intra ocular lens implant). Ultrasound was able to be used without any problems. Priming also passed without any problems. The surgery was completed after replacing the pak with another one. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
As a result of further review of the file, reporting aspiration failure during irrigation/aspiration mode of cataract surgery with no patient harm is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury.